Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a specific cause for the reported event and a direct correlation to heartmate 3 lvas, could not be conclusively established through this evaluation. The account submitted system controller and lvad log files for evaluation. The pump speed was set to 5400 rpm and did not drop below the low speed limit for the duration of the file. No notable trends in pump parameters were observed. No atypical alarms were captured and the pump appeared to be operating as intended for the duration of the file. The system controller periodic log file and lvad log files were also reviewed and appeared to show the pump operating as intended. The hm3 lvas IFU provides an explanation of pump speed, power, flow, and pulsatility index. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported stating that the patient was discharged on (B)(6) 2018, at which time post-op chest ca showed no issue with lvad/outflow.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized for aortic valve repair. No additional information was provided.